Event description:
Subsequent to the initially filed reports, the following information was provided: patient has history of and presented with st elevated myocardial infarction (stemi) and the procedure was to treat the proximal rca that was 100% occluded with clot. After each inflation, 10 seconds were waited before attempting deflation. The balloon deflation issue was not noticed until the last inflation and deflation was attempted for over 30 seconds. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported deflation was not confirmed; however, the reported difficulty removing the device from the guiding catheter was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to circumstances of the procedure. It was reported that the nc trek bdc was advanced to the lesion, inflated, deflated and repositioned several times within the four times it was inflated/deflates. The physician was able to successfully complete the inflation/deflation cycle within the initial three inflations/deflations, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is possible that the repositioning of the device may have resulted in the noted outer member (shaft) stretching at the mid lap seal which subsequently contributed to the reported deflation issue; however, this cannot be confirmed. Furthermore, it is likely that the reported difficulty removing the device was due to the balloon not being able to fully deflate. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the proximal right coronary artery (rca). A 4.0mm stent was implanted and the 4.5x20 mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation. The balloon was inflated 4 times: once at 14 atmospheres (atm) for 10 seconds, and three times at 16 atm. Once for 20 seconds, then 15 seconds and then 15 seconds. Negative pressure was held indefinitely and still the balloon would not deflate fully and could not be withdrawn into the guide catheter. Therefore, the guide catheter, wire and balloon were removed together. Outside the anatomy, it was confirmed that the balloon inflated without issue but would not completely deflate. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.